Event description:
It was reported that the patient¿s blood glucose value reached 470 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly detached from the infusion site (arm), resulting in cannula dislodgement. Additionally, the patient noted decreased pod adhesion at the cannula insertion site. The patient consulted a dermatologist due to these recurrent occurrences. Insulin was subsequently administered via a pen, after which a new pod was activated, allowing treatment to resume.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.